Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that faulty rails. A field service engineer, replaced rails for drawer 6 on main and checked cables to resolve the issue. The device functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer continues to become stuck, and the rails require replacement. The customer stated that the issue caused a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.